Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter will not power on when a test strip was inserted. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter stopped powering on about a week prior to contacting lfs; she indicated that it has been a recurring problem since then. The patient manages her diabetes with insulin which she self-adjusts. She reported that on the morning of (B)(6) 2017, she thought that she was experiencing ¿hyperglycemia¿ and wanted to perform a test with the meter to check, but the meter didn¿t turn on and she was unable to test her blood glucose level. She reported that she administered 3 units of lantus insulin. She stated that not long after this, she felt unwell and had hypoglycemic symptoms of ¿shaking and felt dizzy¿. She reported that she treated her symptoms by drinking a coffee with 3 sugars and eating a piece of bread. She indicated that she did not have any other meter to perform a test, but she tried one more time with her meter and obtained a result of 40 mg/dl. At the time of troubleshooting, the csr noted that the meter was not being used for the first time, and based on the information provided, there was no misuse of the product. The csr confirmed that the patient was using correct onetouch ultra test strips. The csr had the patient insert a test strip into the meter and the meter turned on. The meter also turned on when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaking and dizzy, after the alleged product issue began.